Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Test results identified 7 out of 7 returned lvp display board assembly with dim segments. Device inspection: physical inspection of the boards was performed, and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and / or raw materials. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 24jun2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 16nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only lvp display board assemblies were provided for the investigation.

Event description:
It was reported that the display was dim on led display of seven large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the display was dim on led display of seven large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.